Manufacturer narrative:
Corrected data: type of report- follow-up #1 for MDR 2023826-2017-00201 was not submitted. It was inadvertently skipped and follow-up #2 was submitted instead. Claim# (B)(4).

Manufacturer narrative:
This product was not marketed in the u.s. (B)(4).

Event description:
Unk.

Manufacturer narrative:
This product was not marketed in the u.s. Device evaluation - product evaluation found lens returned in liquid in the lens container. Visual inspection found haptic broken. (B)(4).

Manufacturer narrative:
Additional data: the reporter indicated a 12.6mm vicmo12.6 implantable collamer lens with a -10.00 diopter, lens was removed. Additional information has been requested but none has been forthcoming. Patient code: only secondary surgical intervention, explant. Work order search: no similar complaints were reported for units within the same lot. Corrected data: address is provided. This product was not marketed in the u.s., should be is not marketed in the u.s. Device operated differently than expected. (B)(4).